Event description:
It was reported to boston scientific corporation that at the completion of an esophageal dilatation procedure (female patient; weight is unknown) using a cre balloon dilatation catheter, the balloon would not completely deflate. According to the complainant, several attempts were made to deflate the balloon to no avail. Reportedly, a "wire cutter" was used to cut the device and remove it from the scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The suspect device was returned 3 sections; visual examination of the returned segments did not note any remarkable damage or anomalies (the catheter shaft did not exhibit any kinks or bends and the balloon appeared to be intact). Due to the physical condition of the returned device, the cause of the reported malfunction could not be determined.